Event description:
The event is reported as: the staples would not staple, jammed. No pt injury reported.

Manufacturer narrative:
The device has been returned to manufacturer at the time of this report. Eval conclusions - CAPA # (B) (4) has been opened to address this complaint.